Event description:
It was reported that the customer was requesting adding the minimum limit for weight based dose. It was also reported that customer had several transcription errors whereby user accidentally enters bmi or bsa instead of kg, resulting in an under dose. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility